Event description:
It was reported that during post op, the right atrial (ra) lead and the right ventricular (rv) lead were dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.